Manufacturer narrative:
02-jul-2021: no failure could be identified as a result of the investigation.

Event description:
Infection- vaginal [vaginal infection]. Nickel size piece of plastic - vagina [foreign body in reproductive tract]. End of tampon, piece broken off [device breakage]. Consumer reported via e-mail that two times a piece of tampon has broken off inside vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Infection- vaginal [vaginal infection]. Nickel size piece of plastic - vagina [foreign body in reproductive tract]. End of tampon, piece broken off [device breakage]. Consumer reported via e-mail that two times a piece of tampon has broken off inside vagina. No serious injury reported.